Manufacturer narrative:
Additional information: d10, h3, h6. H10: two (2) actual samples were received for evaluation. The other two (2) samples were not received and therefore, could not be evaluated. A visual inspection of the first sample with the naked eye noted a loose green cap inside the opened pouch. There were no issues noted with the patient line luer and the patient line cap and these parts met specification. This sample was leak tested, clear passage and clamp function tested, with no issues noted. The reported condition of loose green cap was verified. The cause could not be determined. Visual inspection of sample two (2) revealed the edge of the patient line cap was caught in the seal of the overpouch. This caused the seal to be incomplete and it also caused the patient line cap to be pulled off of the patient line luer. The reported condition was verified. The cause of the condition would have occurred during the flow wrap process of the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h10/h11: additional information d9 (remove d10). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in november 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line caps of four (4) amia automated pd cycler sets were off the patient line inside the packaging. This occurred during an unknown process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is availableni